Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was scheduled for impella cp implant for mechanical circulatory support. It was noted that the impella cp optical pump met resistance during attempted implant. During the delivery, it was documented that the catheter would not advance past the patient's right iliac. Due to the resistance associated with the patient's anatomy, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. The root cause of the delivery issue was determined to be patient condition because of patient vascular anatomy.